Manufacturer narrative:
B5 - the tip of the catheter was approximately at the t9-10 level and increased spasticity in the upper extremities was noted. The hcp planned to move the catheter tip to about the level of c7 to better control spasticity. The patient was receiving compounded baclofen 3000 mcg/ml at a dose of 1655 mcg/day prior to revision. After the new catheter was positioned; no free flow of cerebrospinal fluid was noted. 10 ml of omnipaque-300 contrast media was injected to confirm proper needle placement. Under fluoroscopic imaging, the catheter was advanced to t2 level; further advancement of the catheter was not possible due to catheter coiling. The pump was filled with baclofen 4000 mcg/ml; the catheter was primed and the infusion rate was programmed at 1492 mcg/day. On 12/15/2005 the patient was given a 25 mcg bolus over 11 minutes with an increase in dose to 1656 mcg/day. Approximately 4 mls of blood-tinged but otherwise clear csf was aspirated out of the side port prior to the catheter study. Continuity of flow was noted from the sideport through the length of the catheter. The hcp concluded that "there is no present evidence for pump malfunction or leakage" or cns infection. He indicated that the increased spasticity of the lower extremities may have been due to the decrease in dosage by 10% at the time of the revision and moving the catheter in a more cephalad direction which provided relatively less baclofen to the lower thoracic spinal cord area. H10 - final device analysis reveals no anomaly - normal device function. Analysis of drug sample aspirated from pump reveals 3.76 mg/ml of baclofen.

Event description:
The hcp reported the "patient had a pump repositioning procedure a few days ago and that the pump was checked yesterday and pt was doing okay." The pt was since admitted to the emergency room with withdrawal symptoms including an escalating temperature and tachycardia. A follow up report will be sent when additional info is rec'd.